Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument had broken pieces internally. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the mega suturecut needle driver instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have grip axis 7 input disk completely broken into pieces inside the housing while input disk 6 was cracked. The complaint was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument. Isi followed up with the initial reporter and obtained the following additional information: customer stated that the product was never used on the patient because it was found to be broken beforehand.

Event description:
Refer to h11 for follow-up information.